Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the small battery drive device seized, jammed, and was moving heavily. It was noted that the device had intermittent speed and was making a rough noise. It was further determined that the device failed pretest for check switching function, check the oscillation angle, and check the off/oscillation/on switch mode function. It was noted in the service order that the device was running rough. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as (B)(6) 2017 on the initial report. It has been updated as (B)(6) 2017. The manufacturing site name was inadvertently documented as depuy synthes products (B)(4) ((B)(6)) in the initial report. This has been updated to (B)(6) synthes (B)(4). If additional information should become available, a supplemental medwatch report will be submitted accordingly.